Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens leg remained in the injector, there was a patient contact. The procedure was completed on same day after exchanging with the same characteristics and diopter another lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).